Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to unspecified readings on the built in meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported experiencing a loss of consciousness and "sugar shock" and was unable to self-treat. The customer was seen by a healthcare provider where they received an unspecified infusion for treatment of a diagnosis of hypoglycemia. There was no report of death, serious injury, or mistreatment associated with this event."